Event description:
It was reported to boston scientific corp that during a therapeutic placement of an ultraflex tracheobronchial stent(pt age and gender unk), the suture detached causing the stent to partially release. The physician was able to remove the device from the pt with the stent still attached. The procedure was completed with another same device. The pt's condition was reported as "ok".

Manufacturer narrative:
The device has not been received by this MFR. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.